Event description:
It is reported that a customer returned their insulin pump for unknown reasons. There was no communication with the customer about the return of the product. No further information was provided.

Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) buttons dome switch. Unable to perform full functional testing. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.